Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller reported that the patient has been having problem with stimulation turning off by itself. The caller stated the patient doesn't realize that the stimulation is turning off until the patient realizes that it's not working. The caller reported that the patient is in so much pain and stated that the patient is taking morphine right now to help with the pain. The caller stated that the patient is hurting down his legs and back. The caller stated that the patient has the ins to treat chronic back pain and confirmed the ins works well for his chronic back pain when the stimulation is on. The caller confirmed that the ins is providing good therapy relief for the area it is intended to treat when the stimulation is on, but stated that when the patient's ins is off the patient is in uncontrollable pain. The caller stated that she wants to determine why the patient's stimulation is turning itself off so that the patient can go back to getting good therapy relief. The caller was relating all issues and that this started probably two months ago. The caller stated she does not know what the battery level of the patient's ins when the stimulation is turning off by itself. The caller stated that the patient doesn't always keep the controller with him all the time and inquired if this could be the reason the stimulation is turning off. The equipment/therapy theory, and usage was reviewed with the caller and the caller understood. No further complications were reported. No additional patient symptoms were reported.